Event description:
An optometrist reported patient with foreign body sensation at lasik post-op visit. Additional information indicated the patient's topical steroid dosage ws increased. This report references the right eye. An additional report will be filed for the left eye. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).